Event description:
A review of a literature article titled, "incidence of incisional hernias after single-port versus multi-port robotic-assisted radical prostatectomy," was performed. A total of 493 patients underwent primary rarp with or without concomitant bilateral pelvic lymph node dissection via a transperitoneal approach. In the study, 320 of these patients underwent single-port robotic-assisted radical prostatectomy (sp-rarp) and 173 underwent multi-port rarp (mp-rarp). The article noted that during these da vinci surgeries, multiple adverse events were reported in the mp-rarp cohort, and 16 patients had hernias. Post-operatively, one patient developed postoperative fascial dehiscence with herniation which was identified during an emergency room (ER) evaluation. Another patient had an incidental finding of a ventral hernia which was diagnosed via CT imaging during work-up for cholecystitis. Nine of the 16 mp-rarp patients had symptomatic hernias which required surgical repair with mesh. The study concluded that patients with higher bmis and prior history of abdominal surgeries are at increased risk of developing postoperative incisional hernias. Sp-rarp procedures appear to have a higher risk of postoperative incisional hernias. There were no specific da vinci device malfunctions reported, nor the author alleged that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: j. Corbin norton, md, mph,1 tyler compher, md,2 luke shumaker, md,1 zachary burns, md, pharmd,1jeffrey w. Nix, md, msha,1¿3 abhishek d. Parmar, md,2,4 and soroush rais-bahrami, md, mba, facs1¿3,5 incidence of incisional hernias after single-port versus multi-port robotic radical prostatectomy. Https://doi: 10.1089/end.2024.0367. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used.